Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 445 mg/dl. The customer treated their blood glucose with their insulin pump. The customer stated that they woke up to a no delivery alarm and discovered that the needle was bent in extracting the set. The customer was unable to troubleshoot the issue at the time of the call. The customer did not return the product back for analysis.